Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "implant shifting. Left protruding more than right and right side nipple is lower than the left."

Event description:
Patient reported "implant shifting, protruding, nipple is lower". Patient later reported "breast is "uneven". This record is for the right side. The device remains implanted.